Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number used? What date was the initial procedure, c-section? Did the patient undergo a second operation after the c-section procedure? If so, what was the reason they needed to be re-operated? What is the date of the second operation? What are patient¿s demographics ¿ age, date, bmi, past medical history?

Event description:
It was reported that during a c-section procedure on an unknown date in 2017, absorbable hemostat was used between the uterus and bladder. The patient presented with pelvic collection and when opened the absorbable hemostat was found not dissolved. The patient possible underwent a cs hysterectomy. Additional information has been requested.